Event description:
The physician successfully deployed a 3mm diameter x 18mm length endeavor sprint rapid exchange (rx) drug-eluting stent at cass#1. It is reported that post deployment a stent perforation occurred at the proximal side of the stent. A second stent was deployed overlapping the proximal portion of the stent. The patient recovered and no clinical sequelae were reported.

Manufacturer narrative:
(B)(4). Evaluation results: (vessel perforation), (root cause unknown due to insufficient information).